Event description:
Arthrex shaver handpiece and blade was plugged into console and placed on field during procedure set-up. Prior to incision, smoke was noted on field coming from shaver blade. Shaver and blade removed immediately from field and small hole noted in drapes. Linen and pt examined for burn marks, none noted.